Manufacturer narrative:
Follow up 19-feb-2016: follow up information was received from the consumer. Consumer reported that the doctor who inserted the essure was no longer at the practice where she is still going. She had a hysterectomy and they had to take out her uterus on (B)(6) 2016 because of essure. Her baby was born on (B)(6) 2011. He was (B)(6) and he is healthy. The consumer also provided her date of birth and the contact information of her physician. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and got pregnant. She delivered a healthy boy. After that, consumer underwent an ultrasound which result showed one of her coils from the essure was sticking halfway out of her fallopian tube (seen as fallopian tube perforation). A hysterectomy was performed approximately 9 years after essure insertion. These events are serious (the term hospitalization was only mentioned as event outcome and the reporter did not specify it) and listed in the reference safety information for essure. In this case, consumer got pregnant about 3 years and a half after essure insertion. The exact date and mechanism of fallopian tube perforation were not known. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5058898) in united states on (B)(6) 2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2007, lot number l2606. Essure was inserted after the consumer's second child. Three (3) years and a half later, she found out she was pregnant. She worried herself sick the whole pregnancy and delivered a healthy boy in 2011. After that her periods kept getting heavier; the pain and cramping were intolerable with her periods lasting 14 or more days. Ultrasound in 2015 revealed that one of the coils from essure was sticking halfway out of her fallopian tube. She had a hysterectomy scheduled for 2016. Concomitant medication included ibuprofen. Hospitalization was mentioned as seriousness criteria, but no event was specified; event date was reported as (B)(6) 2007. All events were considered related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and got pregnant. She delivered a healthy boy. After that, consumer underwent an ultrasound which result showed one of her coils from the essure was sticking halfway out of her fallopian tube (seen as fallopian tube perforation). A hysterectomy was scheduled. These events are serious (the term hospitalization was only mentioned as event outcome and the reporter did not specify it) and listed in the reference safety information for essure. In this case, consumer got pregnant about 3 years and a half after essure insertion. The exact date and mechanism of fallopian tube perforation were not known. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058898) on 29-jan-2016. The most recent information was received on 02-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of my coils from the essure was sticking halfway out of my fallopian tube"), embedded device ("essure embedded in the myometrium and into the endometrial canal/malposition of essure device") and pregnancy with contraceptive device ("pregnancy") in a 40-year-old female patient who had essure (ess205) (batch no. L2606, 509015, 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, multigravida and nabothian cyst. Concurrent conditions included uterine enlargement, adenomyosis, tonsillitis, acute appendicitis and obesity. Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dysmenorrhoea ("pain and cramping were intolerable with my periods"), 8 years 3 months after insertion of essure (ess205). On (B)(6) 2016, the patient experienced menorrhagia ("periods kept getting heavier / periods lasting 14 or more days"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), embedded device (seriousness criteria medically significant and intervention required), malaise ("worried myself sick my whole pregnancy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, uterosacral suspension). Essure (ess205) was removed on (B)(6) 2016. In 2011, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation had not resolved, the embedded device, malaise, menorrhagia, vaginal haemorrhage and female sexual dysfunction outcome was unknown and the dysmenorrhoea, pelvic pain and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. 4535g was the reported birth weight. The reporter considered abdominal pain lower, dysmenorrhoea, embedded device, fallopian tube perforation, female sexual dysfunction, malaise, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), pain and cramping. Event per mr: essure embedded in the myometrium and into the endometrial canal. Concurrent condition, historical condition and lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 14-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and got pregnant. She delivered a healthy boy. After that, consumer underwent an ultrasound which result showed one of her coils from the essure was sticking halfway out of her fallopian tube (seen as fallopian tube perforation). A hysterectomy was performed approximately 9 years after essure insertion. These events are serious (the term hospitalization was only mentioned as event outcome and the reporter did not specify it) and listed in the reference safety information for essure. In this case, consumer got pregnant about 3 years and a half after essure insertion. The exact date and mechanism of fallopian tube perforation were not known. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. Based on available information, there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.